Event description:
The customer reported that before the device was activated her blood glucose measured 301 mg/dl (time not reported). Around 2:00 pm, her bg was 248 mg/dl and at 3:00 pm, after eating a burger, it was >400 mg/dl. When they checked the cannula it didn't seem to be in the skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to assess any product condition. The user reported the cannula look like it didn't seem to be in the skin. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were revealed and the product lot met all acceptance criteria.